Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error as well as pump error alarm. The customer¿s blood glucose level was 72 mg/dl. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a pump error after battery installation. Constant critical pump error alarm and pump error due to moisture damage on.